Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm, every 4th day, discontinued) and meropenem injection (1gm, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.